Manufacturer narrative:
This report is filed may 4, 2016. The device is unavailable.

Event description:
Per the clinic, the patient experienced an infection at the magnet site which was treated with a topical antibiotic. The implanted device remains.